Manufacturer narrative:
Device was received with complaint of battery cable is torn from connector. Confirmed complaint. Replaced wiring harness. Device functions normally now. Probable cause is wiring harness. Received without battery.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a pca 7.01 w/ mednet where it was reported that the battery cable was torn from the connector, and possibly the power board. There were exposed wires reported by the customer. There was no patient involvement and no patient harm reported.